Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient seemed to have "touched" their incision following implant. A hole was noted and the device could be seen. Medical intervention was required. The complete implantable pulse generator (ipg) system was scheduled for explant and will be replaced at a later date. No further patient complications have been reported as a result of this event.